Event description:
The customer reported having several episodes of low blood glucose, and the paramedics were called to her house. The customer was experiencing unexplained low glucose for several days. Troubleshooting was performed. The customer's most recent glucose reading was 70mg/dl, and she was treated with food. The customer stated that the reservoir was showing the same amount of insulin than the status screen shows. The customer stated that her daughter found her, and could not wake up due to her low blood glucose of 15mg/dl. The customer also stated that the paramedics were called in the same week in two different days due to her low blood glucose of 15 and 20mg/dl, but she refused to go to the hospital and treated with food until she feels better. The customer was afraid it happen the same situation and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.